Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.